Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range pacing impedance. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead was disposed; therefore, it is not expected to be returned.